Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges no new information. After review of medical records for reportability, patient was revised t address left hip internal prosthetic osteolysis and loosening of the femoral component. Operative notes reported of no new information. Clinic visits reported of pain. Surgical pathology report showed marked thinning or loss of cartilage with extensive areas of eburnated bone. Subarticular cysts and peripheral osteophytes are seen. X-rays showed significant osteolysis around the left hip prosthesis. There also appears to be some subsidence of the femoral component. The MRI showed evidence of osteolysis but no evidence of a large pseudoabscess formation. Final pathologic diagnosis showed fibrotic changes with granulation tissue. MRI findings supportive of radiographic findings concerning for osteolysis along the femoral stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 5, 2017: litigation records received. Litigation alleges pain, limited ability to perform daily activities, elevated metal ions and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.